Event description:
It was reported that while using a renasys touch the customer installed the system and immediately gave a full tank alarm. The customer checked and had no improperly activated y-connector. They replaced the reservoir and it lasted approximately 24 hours, then returned to give the same false alarm. The customer replaced the machine but the alarm remained. The reservoir was replaced again and immediately started the alarm. Treatment was continued with the same device, no patient harm reported.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-00899. All further communication for this event has been managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.